Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. The reporter alleged that the up, down, and ok/enter button's were unresponsive on the keypad. The reporter alleged there was observable moisture located behind the display. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-may-2018 with the following findings: during investigation, the keypad was found to be intact; no damage was observed. All of the keypad buttons responded appropriately during testing. The keypad cover was removed and no contamination was found to the key¿s contacts. During investigation, the pump was unable to power up; the keypad button response was not able to tested due to the unresponsive pump. There was evidence of moisture corrosion observed on the display screen inside the pump. A leak test revealed a battery compartment leak. The pump was opened and further moisture corrosion was observed on multiple internal components. The complaint of a keypad button response issue was not able to adequately investigated due to the pump being returned in a condition that made testing impossible.